Manufacturer narrative:
(B)(4). Date sent: 02/10/2022. Medical records received. Please see attached document.

Manufacturer narrative:
(B)(4). Batch # unk. (B)(4). The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported "received notice of claim which states that patient with history of diverticulosis and recent diagnosis of rectal cancer underwent a robotic anterior resection of rectum with planned diverting loop ileostomy. The operative note indicates that the patient had ¿a very redundant sigmoid colon¿ and mobilization of the splenic flexure was not performed. After adhesions were taken down and the tumor was dissected from the low pelvis, the surgeon introduced a ¿#29 eea-type ethicon stapler.¿ after firing, the surgeon noted two good intact donuts that were adequate ¿although the rectal donut was not quite as thick as the colonic donut.¿ leak test of the anastomosis was negative. Post operatively, the patient experienced high output from the ileostomy, acute kidney injury and ileus but was discharged after two weeks. Approximately two months post op, the patient developed drainage from the rectum, and an abdominal CT scan revealed a contained anastomotic leak. Patient underwent placement of drains which were removed six months later."